Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). No device malfunction suspected. The patient underwent a procedure wherein the ipg was replaced with a non rechargeable device and that the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.